Event description:
During insertion of a luther medical PICC l-cath catheter (model #pe-18pic60t, lot #lmp 4328) resistance was met after advancing the catheter approximately 10cm. The rn repositioned the pt's arm twice but the resistance remained. The rn noted the introducer was breaking apart in the center between the wings, splicing the white shaft about 1cm. The PICC catheter was removed. The introducer was removed by holding onto the blue wings. The introducer broke off at wing/white shaft location. The rn removed the white sheath with sterile forceps and was able to remove 1.25cm of the sheath prior to it breaking off, leaving the proximal portion of the sheath (approx 0.75cm) still visible in the pt's arm. The rn attempted to remove the remaining proximal portion with forceps. While applying forceps to the proximal remainder, the sheath shattered into small fragments. The the remaining part of sheath was noted sliding into the pt's subcutaneous tissue with small white pieces of sheath visible at the puncture site. Small particles of sheath were also noted on the forceps. The pt's physician and luther medical were notified. No expiration date was noted anywhere on the catheter packaging. All luther medical PICC catheters starting with lot #lmp were removed from stock. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).